Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, it is unknown if the patient was utilizing the liberty select cycler or other fresenius product(s) prior to this hospitalization or if the peritonitis was obtained during the hospitalization or prior to admission. There is no documentation in the complaint file to show a causal relationship between the peritonitis and any fresenius device or product. Although there is no information related to the cause of the peritonitis or the pd effluent culture results, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A hospital registered nurse (rn) reported that a peritoneal dialysis (pd) patient had peritonitis. The rn contacted fresenius technical support to request assistance with bypassing drain 0 during treatment on the liberty select cycler owned by the hospital. The rn reported the patient was unable to drain and she mentioned the patient underwent a CT scan with contrast for unspecified reasons. The rn was assisted in bypassing to fill 1 and was advised that peritonitis can cause drain issues. Multiple attempts were made to acquire additional information, however, a response was not received. Details surrounding the patient¿s admission in to the hospital are unknown. Additionally, it is unknown when the patient experienced symptoms of the peritonitis, if the patient utilizes a fresenius pd cycler at home, or if the peritonitis was attributed to the use of a fresenius device, drug, or product. The unknown event date will be reported as (B)(6) 2021.

Event description:
A hospital registered nurse (rn) reported that a peritoneal dialysis (pd) patient had peritonitis. The rn contacted fresenius technical support to request assistance with bypassing drain 0 during treatment on the liberty select cycler owned by the hospital. The rn reported the patient was unable to drain and she mentioned the patient underwent a CT scan with contrast for unspecified reasons. The rn was assisted in bypassing to fill 1 and was advised that peritonitis can cause drain issues. Multiple attempts were made to acquire additional information, however, a response was not received. Details surrounding the patient¿s admission in to the hospital are unknown. Additionally, it is unknown when the patient experienced symptoms of the peritonitis, if the patient utilizes a fresenius pd cycler at home, or if the peritonitis was attributed to the use of a fresenius device, drug, or product. The unknown event date will be reported as (B)(6) 2021.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.